Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Also, we are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a parent alleged that medical assistance was sought due to an adverse skin reaction associated with a pod. For reporting purposes, an occurrence date of (B)(6) 2026 was used, as this was the notification date. The patient was wearing the pod on the leg for an unknown duration. The parent reported elevated blood glucose levels between 15¿18 mmol/l (270¿324 mg/dl), which prompted pod removal. Upon removal, the pod site was described as swollen, bright red, hot, and producing pus. The parent alleged that the patient experienced three similar skin infections related to separate pods earlier in 2026 and one additional event in the prior year, all requiring medical treatment. The parent was unable to recall the exact date of this specific event or provide pod lot or sequence information; therefore, the incident date was documented as the contact date. The parent reported contacting the national health service via a texting service, during which a photograph of the affected site was reviewed, and a diagnosis of infection was provided. The patient was prescribed amoxicillin and was neither hospitalized nor treated in an emergency department. Medical attention reportedly took approximately one hour. At the time medical assistance was sought, the pod was no longer in place, and a new pod was reportedly applied successfully afterward. Due to missing product identification details, product return or replacement was not possible. This case represents the second alleged adverse skin reaction experienced by the patient during 2026. (Insulet reference numbers: (B)(4)).